Event description:
(B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The reported charging fault was confirmed through power source testing of the device. The investigation determined that the battery charging failure was due to an isolated component failure. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was returned to the manufacturing facility in (B)(4) stralia so that an engineering investigation can be performed. The device has not yet been received, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).